Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire tip was separated. The 90% stenosed target lesion was located in the severely calcified artery. A 330cm rotawire and a rotaburr were selected for use. During procedure, it was noted that the spring coil of the radiopaque (ro) marker at the wire tip was loosened and was found to be separated under cine. The devices were removed for each system and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The device returned inside of a protective hoop. The guidewire was easily removed from the hoop. The returned guidewire had the distal tip bent and stretched. No more damages were found in the device. Dimensional inspection of the middle and proximal section of the device revealed the components were within specification.

Event description:
It was reported that the rotawire tip was separated. The 90% stenosed target lesion was located in the severely calcified artery. A 330cm rotawire and a rotaburr were selected for use. During procedure, it was noted that the spring coil of the radiopaque (ro) marker at the wire tip was loosened and was found to be separated under cine. The devices were removed for each system and the procedure was completed with another of the same device. No patient complications were reported.